Event description:
It was reported that the lead dislodged after the patient fell. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on the distal conductor. Visual analysis observed all conductors distorted, and there was apparent explant damage. The full lead was returned and analyzed.